Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the hole in the anterior mitral leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to <1. Approximately 6-8 week post procedure, the patient was noted to be symptomatic. Echocardiogram showed moderate to severe (3-4) mitral regurgitation over the whole line of coaptation. The clip was noted to be well attached to both leaflets. Calcified annulus and restricted posterior mitral leaflet was noted, but there was no chordal rupture, prolapse or other tissue damage noted from the first procedure. The cause for the recurrent mr was not known, but is thought to be due to disease progression. On (B)(6) 2017, a second mitraclip procedure was performed. One clip (61104u185) was placed medial to the first implanted clip and a second clip (61104u166) was placed lateral to the 1st implanted clip. The second clip was difficult to place, as the clip needed to be placed at the lateral commissure. Grasping was performed, reducing the mr to 2+. After deployment, the mr increased to severe (4). It was confirmed that the clips were well attached. Imaging found that the mr was coming from a hole in the anterior leaflet. It was unknown how the hole occurred. The procedure was aborted and a mitral valve surgical repair will be considered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology and visualization (procedural issues). While a definitive cause for the reported hole in the leaflet could not be determined, the mitral regurgitation was a result of this tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.